Manufacturer narrative:
H3 other text : device not available.

Event description:
Consumer reported needle clog during priming. Stated that there is no insulin flow. Lot #: 3017778 catalog #: 320550 date of event: unknown samples: discarded.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 3rd complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. Investigation summary (trans.)